Manufacturer narrative:
Ous MDR - the device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Ous MDR - boston scientific received info that this right atrial (ra) lead displayed undersensing, and increased pacing threshold measurements. A revision procedure will be performed in the near future. There were no adverse pt effects reported. This ra lead remains in svc. At this time there is no add'l info. Should add'l info become available this report will be updated.